Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. The device history record could not be completed because the reported lot number is not valid. All information reasonably known as of 17-sep-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc complaint database and identified as complaint (B)(4).

Event description:
It was reported that water leaked from the female end of the double swivel elbow. There was no problem during set up and initial ventilation. However, after a few hours, a nurse found water from around the double swivel elbow was on the flat sheet on patient bed was wet. The ventilator alarm did not ring. The suction catheter was replaced for a new one with no patient injury. It was noted that there was no special setting for the ventilation or humidification devices.

Manufacturer narrative:
Corrected data: the initial report incorrectly noted that the lot number was not valid. The lot number is valid in avanos medical databases. Model number, catalog number, unique identifier (UDI) number. Avanos medical received one used sample. No product packaging was received. The received sample was evaluated and the reported failure could not be confirmed. The device history record for the reported lot number was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. All information reasonably known as of 04-dec-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc product is defective or caused serious injury.